Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 583 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer doesn't want to return the set for analysis. The customer would like to return the reservoir for analysis. The customer was is not able to troubleshoot at time of call because they are unable to determine the cause of the issue. The customer is returning product base on her request. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 583 mg/dl. The customer was treated for high blood glucose with injection.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.